Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the cvicu rns called for assistance with a cardiosave that was not charging the batteries. It was verified the pump was in hybrid mode via screenshot to rule out this was not a rescue and/or hospital cart issue. The nurse reported he had been ¿just switching batteries back-and-forth all night to make things work, but the batteries done charge as fast as they get used.¿ the nurse was advise to call the 800 number if they have a problem like this in the future. The rn was able to locate a second console that was charging batteries appropriately. At the request, I assisted in switching over to the new console. Complaint information was collected. There was no patient injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact information: phone: (B)(6), e-mail: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed issue is with the cart power supply, parts are on order. Fse replaced cart power supply and confirmed issue was resolved and batteries are charging. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received a cart bulk power supply with a report that the unit ¿failed to charge the batteries¿. Performed visual inspection on the cart bulk power supply per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage. Installed the cart bulk power supply into the cardiosave test fixture. Performed and tested (20 minutes) in accordance with the cardiosave service manual part number 0070-00-0639 revision r. Found that all functions were normal. The tests did not trigger the reported problem of the unit ¿failed to charge the batteries¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the cart bulk power supply in the failure analysis and testing department per procedure (B)(4). The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.